Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had rose to 348 mg/dl. The patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (leg). In addition the patient reports upon removal of the pod from the insertion site the cannula was found to be bent. As treatment, the patient applied a new pod and administered an insulin correction of 13.9 units of insulin.